Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix light plug on (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against the perfix light plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix light plug on (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against the perfix light plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2020 ¿ patient was diagnosed with reducible left inguinal hernia thereby underwent open repair with implant of perfix plug. Per operative notes, ¿the hernia sac was identified and dissected. A perfix plug was placed in the indirect defect and sutured to the shelving edge of the inguinal ligament and the conjoint tendon.¿ (B)(6) 2021 ¿ patient was diagnosed with chronic pain thereby underwent robotic repair with removal of perfix plug. Per operative notes, ¿scarring was noted. The perfix plug was dissected. A piece of synthetic mesh was placed and covered the direct indirect and femoral spaces and sutured.¿